Event description:
Complainant alleged that during pt (age and gender unknown) set up of the device, there was no display on the device screen. There was no indication from the complainant of any adverse effect on the pt.